Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the set screw slipped during tightening. The screw was removed and replaced. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Optical examination revealed isolated thread crest and flank damage. Unable to disengage set screw from mas head. After visual and optical examination, no evidence was found that would suggest a defect in manufacturing of the implant; unable to determine root cause of the foregoing event from the available information, due to the inability to examine the set screw disengaged from the mas head.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.